Event description:
The use before date of the implantable neurostimulator (ins) with serial number (B)(4) was (B)(6) 2006, but the ins was implanted (B)(6) 2006. Therefore, it was implanted by the facility after the used before date (ubd). The sterility and function of the product was not compromised based on the time frame from ubd to implant. The implant position was the left side. The patient was an outpatient.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 399960, lot# v014148, implanted: (B)(6) 2006, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).